Event description:
A customer reported experiencing a cgm error 42 with the g7sensor. There was no adverse impact on the customer's blood glucose level as a result of the issue. Technical support assisted the customer by providing complete pump reset information and guiding them through the pump reset process. After completing the reset, the pump did not display the cgm error code again, and the customer successfully started their sensor session.